Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6).consumer reported tampon string broke during removal. Consumer was able to manually remove the tampon. Consumer noticed string pulled out with another tampon and had to go to the ER physician to have the tampon removed. Consumer stated she was doing fine.